Event description:
Customer reported via phone call that insulin pump had vertical lines on display screen. Customer's blood glucose was 104 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had minor scratches on the lcd window, and a cracked case near the display window corners. The pump passed the self test. No display anomaly was noted.